Manufacturer narrative:
Blood was observed on the adhesive pad. The heat welds for the adhesive pad were observed to be incomplete. The exposed portion of the soft cannula was observed to kinked, however, the timing and cause of this damage could not be determined. During investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The cannula assembly and bottom housing were inspected for damages and defects that could cause bleeding or bruising, and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. The download data did not show any timeouts or drive stalls during the run that would indicate the device struggled to deliver insulin. No other damages or defects were observed that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. Patient's mother also reported bleeding at the infusion site (back) and the presence of medium ketones. As treatment, insulin was delivered.